Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was able to log into the station but was unable to see the patient list. A technical support specialist dialed into the server, verified the user identification (ID), and found two user ids with different role permissions. The specialist attempted outbound calls to provided numbers, then coordinated with the main pharmacy to confirm that the limited tab access required intervention from health information technology (hit), pyxis administrator, or pharmacy manager. No further action was required from the tss, and the case was marked as fixed and closed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer was able to log into the station but unable to see the patient list. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.